Event description:
It was reported that the customer ordered 2 boxes ref: (B)(4), lot: bmkzfm16, customer normally receives a green box, however they received a blue box with the same material and lot number listed on it. The green box has the pta sheet in it, while the blue box received, has pictures showing the sheet was supposed to be in it. However, they were no sheets contained in the two boxes. Customer would like someone reach out to them as soon as possible as they had an upcoming procedure.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer ordered 2 boxes ref: (B)(4) lot: bmkzfm16, customer normally receives a green box, however they received a blue box with the same material and lot number listed on it. The green box has the pta sheet in it, while the blue box received, has pictures showing the sheet was supposed to be in it. However, they were no sheets contained in the two boxes. Customer would like someone reach out to them as soon as possible as they had an upcoming procedure.

Event description:
It was reported that the customer ordered 2 boxes ref: 996101, lot: bmkzfm16, customer normally receives a green box, however they received a blue box with the same material and lot number listed on it. The green box has the pta sheet in it, while the blue box received, has pictures showing the sheet was supposed to be in it. However, they were no sheets contained in the two boxes. Customer would like someone reach out to them as soon as possible as they had an upcoming procedure. Please cc: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.